Manufacturer narrative:
As of 04/22/2022 aso has no received returned samples from consumer or lot info. However, aso reviewed records of biocompatibility tests and latex screening with no issues noted.

Event description:
On the initial report received by aso on 03/29/2022 consumer reported that her child had a chemical burn after using the product. Consumer stated that her daughter sought medical attention. She was treated with antibiotics and burn cream. In addition, consumer stated that product caused blisters.